Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6)2008. Per an computed tomography (CT) abdomen/pelvis: "ivc filter is noted in infrarenal position which is unchanged compared to prior exam. At least 4 legs do appear to extend beyond the margins of the ivc, but this is not significantly changed compared to prior exam". "Impression ivc filter is noted in infrarenal position which is unchanged compared to prior exam. Several legs are seen to extend beyond the margins of that ivc, but this also is unchanged compared to prior exam".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3 ¿ occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.